Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer disconnected from the infusion site, suspended insulin, and observed insulin exiting the tubing. The customer changed pump supplies to address the issue. Customer's blood glucose was in 198-298 mg/dl range. Although requested, the customer did not upload pump data logs for tandem technical support (cts) to perform a log review. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.